Event description:
Healthcare professional reported "capsular contracture, Baker grade unknown". Later healthcare professional reported "the patient has a Baker Grade 4 capsular contracture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade IV. A review of the Device History Record has been completed. No deviations or non-conformances noted.